Event description:
This case was linked to lssmv case number (B)(4), referring to the same patient. This spontaneous report was received from a brazilian dentist and concerns a female patient. She was injected subcutaneously with a total of 8 ml of radiesse, into the zygomatic and jaw, for hyperkinetic facial wrinkles, on (B)(6) 2022. Batch number was reported as a00055600. The batch record review was received and the lot number for radiesse was confirmed as a00055600 (expiry date: 03/2024). A lot search in the global safety database was conducted. She was injected with 4 ml into each side, using a 25 g cannula. Radiesse was diluted with 4 ml of 0.9% saline solution (product preparation issue, off label use of device). The patient had no aesthetic treatments in the past. The patients medical history and concomitant medications were reported as none. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2022, 7 days after the radiesse injection, the patient experienced edema, erythema and pain on the cheeks. On (B)(6) 2022, the patient was hospitalized. Tomography was performed and the results presented an inflammatory reaction. Corrective treatment included dexamethasone 20 mg, intramuscular ketoprofen, allegra 180 mg and predsim 20 mg (reported as predsin). No systemic antibiotic was prescribed. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was not life-threatening, not permanent and related to radiesse. Follow up information was received on 14-sep-2022: the dentist reported the outcome of the event as resolving, due to the initial of clinical condition remission. Due to the provided information, the outcome of the event inflammatory reaction was changed from not resolved to resolving. Follow-up information was received on 19-sep-2022: the linking sentence was added to the top of the narrative. The event term inflammatory reaction was changed to allergic process/reaction. The coding was changed from injection site inflammation to injection site allergic reaction. The event term two nodules was added. On (B)(6) 2022, also reported as on the day of radiesse injection, the patient had a small retouch of the botulinum toxin. She was previously injected with botulinum toxin, 15 days before the radiesse injection, in (B)(6) 2022. The patient had no history of systemic disease and did not use any medication. The physician informed that the patients diagnosis was an allergic process. On (B)(6) 2022, the patient went to the hospital, due to the worsening of edema, where she was injected, intramuscularly (reported as im), with fenergan. She showed improvement of the allergic reaction. The patient went to the hospital on monday morning, stayed a few hours for medication and left in the early afternoon. She was not hospitalized. The patient was being followed up by a dermatologist. The patient did not return to the reporting physician, but reported by phone that she experienced two nodules in the corner of her mouth, in (B)(6) 2022. Current corrective treatment included allegra 180 mg, loratadine 10 mg, spironolactone 50 mg and bilastine 20 mg for the treatment of nodules. The patient was planning to see the physician, on (B)(6) 2022. The outcome of the event two nodules was reported as unknown. The outcome of the event allergic process/reaction remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event allergic process/reaction (pt: injection site hypersensitivity), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00055600, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
Follow-up information was received on 12-dec-2022: the nodules and edema regressed, after the use of the previously reported medication. The outcome of the event allergic process/reaction was reported as resolved, in 2022 (changed from resolving). The outcome of the event, two nodules was reported as resolved, in 2022 (changed from unknown).